Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: p9-00710, ubd: unknown, UDI#: unknown.this event took place in india. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. Codes b01, c02, and d02 are applicable. No other products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a "localizer not connected" error message on the display. This was reported outside of a procedure. There was no patient involved.